Event description:
There are cracks and stranding on the test strip vial. He said khe has been getting high results (210mg/dl) and taking insulin, which is making him too low during the last two nights. The device was replaced and requested to be returned for evaluation.